Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ise indirect na for gen. 2. The erroneous result was reported outside of the laboratory. The initial na result was 193 mmol/l. The sample was repeated and the result was 141 mmol/l. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service representative (fsr) identified a clog in the tubing. After replacing the tube, the issue did not re-occur. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The issue could be due to contamination by na or due to a flow related issue. The maintenance performed by the fsr was seen as correct; tubes must not be clogged.